Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The patient had experienced significant weight loss and attributed the pain to weight loss. At the patient request, the evoke scs system was explanted.